Event description:
Hcp reported "2 yr old battery reading low battery". The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.